Event description:
A report was received that when the patient attempted to turn his device on, it powered up with such high stimulation that the patient felt a shocking sensation which caused him to urinate. The patient was unable to turn the device off and the ipg site felt extremely hot. The patient was taken to the ER, where the batteries were taken out of his remote control and the ipg was turned off by magnet. It was recently reported that the neurosurgeon reported the burning sensation was due to lead migration. The lead revision is scheduled for a later date.